Event description:
The pt was being treated for radius fracture pain with interferential electrotherapy treatment when they complained of shocking. The clinician indicated that the interferential treatment parameters were set to default. The time and treatment intensity could not be provided by the clinician. The clinician could not confirm the prep of the pt's skin. The clinician applied the treatment with carbon electrodes. The pt's progress was not impeded. The event did not require intervention and pt did not require medical treatment for the incident.

Manufacturer narrative:
Multiple attempts, including a written request, were made to retrieve and evaluate the device. The customer did not return the device. Since the device was not returned no root cause of the event can be determined.